Manufacturer narrative:
Information was received through our implant registry. Customer letter not required. This was determined reportable per edwards lifesciences procedures. The DHR review has been started.device will not be returned (discarded at hospital).

Event description:
Reportedly, the ring was explanted at implant and valve was implanted as a replacement. No further details were provided. The device will be not returned (discarded).

Event description:
The (B) (6) registry indicated that approximately two months post index procedure, the patient died. The cause of the death was unknown. No further information was available.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.